Manufacturer narrative:
The device and retained sample was received for evaluation. The visual inspected showed the tubing was completely separated from the end of the millipore filter. A retention sample was gravity tested and leak tested with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: this occurred on an unknown date in 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked. This occurred before patient use. It was stated that the line separated filter junction. There was no patient involvement. No additional information is available.